Event description:
Event description boston scientific crm received information that this pacemaker, which is part of an advisory regarding the hermetic seal component, indicated beginning of life (bol) battery status after being in service for 6.2 years, at which it was it was near elective replacement indicator (eri). Around the time of the explant, the device could not be interrogated. The battery was suspected as having depleted despite the programmer print-out indication of a bol battery status. The physician stated that this was not seen as a malfunction. No adverse patient effects were reported.